Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b d.9, h.3, h.6 device evaluation: visual analysis of the returned device identified: opening, crease fold and brown particles inside the device. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify sharp in the valve bond edge disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.